Manufacturer narrative:
The reported meter (B) (4) was returned for an investigation, but no test strips were returned. The complaint was not confirmed. All test results were within range specification during the control solution testing using a retained test strip lot. The reported reading of 90 mg/dl was not found in the meter's memory log on the reported date of the medical event ((B) (6)-2010). This is the final report.

Event description:
The caller reported that on (B) (6)-2010, the customer received a reading of 90 mg/dl on their freestyle freedom lite blood glucose meter at approximately 7:00 pm and became unconscious. The paramedics were called, but the caller did not know the treatment rendered to the customer. It was also reported that at approximately 7:10 pm a "lo" reading was obtained on a health care provider meter and compared to the reading of 90 mg/dl obtained on the adc meter. The customer was reportedly transported to a health care facility where they were diagnosed with hypoglycemia and kept overnight, but the caller could not give any further information about the customer's treatment. There was no report of death or permanent impairment associated with this event.